Manufacturer narrative:
(B)(4): cartridge; spring cartridge lockout. The analysis showed that the atw45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. In addition, the cartridge deck was damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic urinary organ, when the device was fired on the renal vein, the firing trigger became not to be grasped on the way of the first firing. Before the device was released, the tissue of the patient side was clamped with hem-o-lock through a new trocar. After that, both sides of the jaws were cut and the device was removed from the patient. No bleeding occurred. The operation was not converted to open. Reinforcement product was not used. The target tissue was neither thick nor hard. The doctor commented that the force of firing was higher than expected. The jaw was not adjusted. Almost all staples of the proximal part were unformed. The jaw did not clamp something hard such as clips. When the sales rep checked the cartridge from the underside, the staple driver seemed to be broken. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what color cartridge was being used?---white. What other color cartridges were used before and after this event?---the event occurred at the 1st firing. Was the instrument fired across or near an existing staple line or clip?---no. Were any unexpected noises heard? If so, when?---no. Were any of the forces higher or lower than expected (closing, firing, or opening)?---the force of closing and firing were higher than expected. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---no.